Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 90 mg/dl. Customer stated, she may have been on the insulin pump and was asleep. It was advised to discontinue use of the device and revert to a back-up plan. The customer had another insulin pump she was using for insulin and did not agree to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.